Event description:
Consumer complaint of about high blood results. Reviewed the last 5 blood results in the memory of the meter: 12:14pm-218mg/dl; 12:11pm-181mg/dl; 11:39pm -76mg/dl; (B)(6) 2014-12:25pm-120mg/dl; (B)(6) 2014-11:25pm-134mg/dl. Customer date is incorrect and he is unable to see the date. Assisted the customer with a back to back blood test using capillary blood sample, 195mg/dl and 193mg/dl. Expected result for his blood test is below 100mg/dl-fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Reviewed the last 5 blood results in the memory of the meter: 12:14pm-218mg/dl; 12:11pm-181mg/dl; 11:39pm-76mg/dl; (B)(6) 2014-12:25pm-120mg/dl; (B)(6) 2014-11:25pm-134mg/dl. Customer date is incorrect and he is unable to see the date. Assisted the customer with a back to back blood test using capillary blood sample, 195mg/dl and 193mg/dl. Expected result for his blood test is below 100mg/dl-fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.